Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. Moisture damage was also noted to the motor assembly. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the display on the insulin pump is blank. Customer stated that the device might have gotten splashed with pool water during the summer. Customer stated she changed the battery twice and the display did not return. Customer is treating with manual insulin injections and travel loaner insulin pump. Blood glucose value is 116 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.